Manufacturer narrative:
The user reported replace sensor. The reported issue was investigated, found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app because the reported issue was associated with the reader rather than the customer's reported application. No malfunction was identified with the customer's reported application. Therefore, this reported issue is not confirmed with the customer's reported application. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced "tingling in hand and right leg", and was unable to self-treat. The customer had contact with a a healthcare professional who performed neurological tests (CT, and an MRI) and administered glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11, 227 and 224 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage was within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced "tingling in hand and right leg", and was unable to self-treat. The customer had contact with a a healthcare professional who performed neurological tests (CT, and an MRI) and administered glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time product has not yet been returned. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced "tingling in hand and right leg", and was unable to self-treat. The customer had contact with a a healthcare professional who performed neurological tests (CT, and an MRI) and administered glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.